Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Concomitant medical products: 419378 lead, implanted (B)(6) 2008, 694758 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and varying impedance and oversensing. It was noted that the patient experienced heart failure due to loss of bi-ventricular (bi-v) pacing and atrioventricular dyssynchrony. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.